Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead from another manufacturer had an impedance jump to greater than 3000 ohms. This was the second jump this year. There were no noise episodes stored on this pacemaker and no noise seen on the presenting electrogram. Technical services suggested to bring the patient in for troubleshooting. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.